Manufacturer narrative:
(B)(4) follow up multiple syringes were reported to have incomplete seals, along with an uneven double layer of backing observed on some units. To support the investigation, six photographs were submitted for evaluation by the quality team. The images depict packaging blisters featuring a dark-colored tape and others with a double top web layer. No additional defects or anomalies were identified. The dark-colored tape is used during the packaging process to splice the old top web roll to a new one. This condition may occur if the packaging containing the splice is not properly removed from the manufacturing flow. A device history record (DHR) review was conducted for material number 302830, lot 5183359. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. The submitted photographs will be shared with production associates to raise awareness. To date, no similar events have been reported for this lot. Based on the investigation and photographic evidence, the customer-reported issue has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported damaged packaging. Event description: when unpacking this item for the pick location, I discovered that there were some issues with the packaging. There were 4 strips found in two boxes from the same case. The case was fully intact, no obvious damage from the outside before I opened it. In a quick check, the others from the same lot appear to be ok, but this may mean a bigger issue needing reported to the vendor. The strips pictured below have black tape across them. There are multiple syringes that are not fully sealed. There is also an uneven double layer of the backing on some of them. Lot 5183359. Manufactured 7/14/2025. Expires 6/30/2030. Product#: 302830.